Event description:
Customer called to report high blood glucose. It was stated that the customer hold down the activate button during priming and the insulin exited rapidly. The activate button was released and the escape button was pressed immediately. Also it was stated that the reservoir had low levels of insulin. Customer was attempting to prime at the time of the call, but the pump kept prompting to rewind the pump. Customer declined further troubleshooting and a replacement. Customer was going on vacation, but it was stated the customer would like to have assistance and a replacement pump in the future. Customer had reverted to manual injections.